Event description:
On august 11, 2021, genmark was advised of unexpected positive results, for sars-cov-2 on the rp2 panel tested on august 9, 2021. Data was analyzed per internal procedures and confirmed that robust signal for the internal controls, sars-cov-2, and human rhinovirus/enterovirus were generated. The customer stated that the sample was also tested with the aries sars-cov-2 assay and was negative for sars-cov-2. The customer was not able to confirm if the eplex result was communicated to the physician. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 53993941) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).